Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) had evidence of oversensed noise resulting in pacing inhibition, high out-of-range pace and shock impedance measurements and high threshold measurements resulting in loss of capture (loc). A lead fracture was suspected. Surgical intervention was performed and the lead was explanted and replaced with competitive product. The patient is not pacemaker dependent and there were no adverse patient effects were reported.